Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) system stored episodes containing oversensed noise from the device replacement procedure. Additionally, left ventricular (lv) threshold measurements were elevated (3.4v @ 1.5 ms) at implant, however no loss of capture (loc) was observed. Recent right ventricular automatic threshold (rvat) and left ventricular automatic threshold (lvat) tests were successful. This crt-d system remains in service. No adverse patient effects were reported.